Manufacturer narrative:
The lead was returned with no reported event. The connector portion of the lead was returned. Visual examination of lead found external insulation damage exposing the outer coil due to friction with the device can.

Event description:
This report is to advise of an event observed during analysis.